Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-00934. This report is being submitted as additional information. Approximate age of device - 2 years, 10 months. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the report of pump stop events and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The first submitted log file contained data from (B)(6) 2018. Analysis of the log file captured pump stop events on (B)(6) 2018 at 9:01 pm while the patient was supported by the power module. The driveline was then disconnected, followed by the power cables disconnecting as well. The low speed hazard and low flow hazard alarms were also triggered during the pump stop event. The pump appeared to function as intended before the pump motor stoppage. The second submitted log file contained data from (B)(6) 2018 to (B)(6) "2001". It was noted that the controller was swapped out with a backup controller. It appeared that before the driveline was connected, there was a complete loss of power to the system controller, resulting in a system controller reset. It was observed that after the driveline and 14v li-ion batteries were connected, the pump started back up. Briefly after switching the power source to the power module, the pump stop. The pump started again but stopped and remained stopped until the end of the file. The patient underwent a pump exchange on (B)(6) 2018. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. If the pump returns, the investigation will be reopened and the device will be evaluated. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. The IFU explain that disconnecting the driveline from the system controller will cause the pump to stop. The system controller must be reconnected as quickly as possible to resume pump function. The IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. The IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s pump stopped on (B)(6) 2018. The patient¿s primary system controller was exchanged; however, the pump did not restart. Efforts to start the pump were terminated. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed submitted log files for the primary and backup system controllers. The log file for the primary system controller contained data from (B)(6) 2018 and showed a pump stop on (B)(6) 2018 at 21:01 while connected to the power module. Speed drops were as low as 1530 rpm followed by a driveline disconnect. The pump restarted but stopped within a minute. While connected to the backup system controller the pump did start briefly but stopped again while attached to the power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). Review of the primary system controller log file revealed that the patient¿s vad system was on battery power on all dates prior to (B)(6) 2018. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.